Event description:
An adverse event reported under the study indicated the following: during stenting of the left internal carotid artery, the patient became hypotensive, which required medication. The target site was characterized as mild calcification, no vessel tortuousity with 88% stenoses. Pre-dilation of the vessel was completed with a st. Jude medical submarine balloon catheter. An angioguard embolic protection device was placed in position, and a precise stent was implanted without incident. Post-dilation was completed with a boston scientific sterling balloon catheter. After post-dilation, the patient's blood pressure was dropped to the value at 77mmhg/56mmhg during the procedure. Consequently, ephedrine hydrochloride was administered to the patient and the blood pressure returned to normal on the day of the procedure. The patient did not experience any neurological symptoms.

Manufacturer narrative:
The device is not available for evaluation and testing. However, any additional information will be submitted within 30 days upon receipt. This is one of two devices involved with the reported event and associated with mfg report number: 1016427-2009-00024.